Event description:
A peritoneal dialysis (pd) nurse reported during a follow-up call that a pt had been hospitalized multiple times. The pd nurse reported the pt was not on therapy before being taken to the hospital on (B)(6) 2014 and the pt was diagnosed why hypercalcemia and hyperglycemia. The pt was discharged from the hospital on (B)(6) 2014. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.